Event description:
Allegedly revised due to pain (right hip). (B)(4).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Complaint review was conducted and analysis showed no trend for item/lot.